Manufacturer narrative:
Certain® titanium large hexed screw ( ilrght) was returned for investigation. Visual inspection of the as returned products identified fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing patient factors were noted in the per or the complaint record. The screw was placed at tooth location 9. The screw was in place for approximately 6 months. DHR review was completed for the subject lot number (1218301). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1218301) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and devices (ilrght) . Based on the available information, device malfunction had occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k072642.

Event description:
It was reported a fractured screw (ilrght) inside the implant. Fractured pieces were removed and implant remains implanted. Tooth location 9.